Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 did not occur. A review of the event history log did not reveal system error 345 .messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality . The cause of the condition was determined to be an out of specification upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.